Event description:
It was reported that the patient experienced a loss of therapeutic effect and could not feel a stimulation sensation. It was noted that the patient had a heart attack on (B)(6) 2012 while driving and crashed the car. It was further noted that the paramedics had to resuscitate the patient. The patient had not been able to feel stimulation since the crash. It was noted that the affected area of the body was the lower back. It was further noted that the patient was not able to feel stimulation after the stimulation was increased. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1995, product type: programmer. Patient product ID: 3982, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. (B)(4).